Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 435 mg/dl with polyuria and polydipsia associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the basal delivery totals in the total daily dose did not match. It was noted that the basal/temp basal settings were incorrectly programmed. The basal history matched the active basal program and all boluses were recorded as programmed. The patient was referred to the health care provider for diabetes management. This complaint is being reported because the patient experienced hyperglycemia due to use error.